Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument insulation cable was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected post-cleaning by the central sterile service department (cssd), not by the operating room (or) staff. The damage, specifically, insulation damage exposing an intact wire, was discovered after the operation in the cssd. There was no loss of cautery function or thermal damage observed, and no problems occurred when removing the instrument through the cannula. It is unclear whether the instrument collided with any other tools during the procedure. Since the damage did not affect the instrument's functionality, the procedure was completed without needing a backup instrument. No fragments fell inside the patient, and the operation was recorded for potential review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mayland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conduct wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.